Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred. Access was gained through the femoral artery. The 3.5 mm rca was predilated with a 2.5x20 mm voyer balloon. The taxus express2 3.5x28mm drug eluting stent was deployed in the moderately calcified, 80% stenosed, rca. After deployment of the taxus stent, the physician encountered difficulties removing the balloon. He attempted to remove the balloon a couple times using unk maneuvers before he was able to remove it. There were no pt complications reported. Pt's condition is satisfactory.